Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 was not on the bus. The field service engineer (fse) shut down the station and reseated all cables on the back of the drawer, which resolved the issue. The fse then closed the back panel and powered on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to detect on the communication bus. The customer stated that this malfunction occurred when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station/pharmacy. However, there were no adverse events or injuries reported based on this event.